Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The moderately calcified target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x8mm non bsc balloon. A 4.50x12mm veriflex stent was inserted into the patient and then removed as the physician wanted to wait for the patient's activated clotting time (act) to increase. Before re-inserting the veriflex stent it was noticed that a stent strut was sticking out. A different device was used to successfully complete the procedure. No patient complications were reported with the patient's current condition listed as 'fine'.

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The moderately calcified target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x8mm non bsc balloon. A 4.50x12mm veriflex stent was inserted into the patient and then removed as the physician wanted to wait for the patient's activated clotting time (act) to increase. Before re-inserting the veriflex stent it was noticed that a stent strut was sticking out. A different device was used to successfully complete the procedure. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the crimped stent found that the stent was tightly secured/crimped onto the balloon between the proximal and distal markerbands. However a detailed microscopic examination of the stent found that the distal edge of the stent was partially compressed. No other damages were noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).